Event description:
The patient is reportedly experiencing intermittencies with his internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolved the problem. Revision surgery will be scheduled.